Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not communication and issue was due to an inactive network port. The field service engineer resolved the issue by coordinating with the customer information technology department, who activated the port, restoring device communication. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility name - (B)(6) medical center.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.